Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and found tear on sac body of catheter . Based on microscopic examination, the tear looks like it had been exposed to sharp object. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to scratched sac. The potential root cause for this failure mode could be due to scratched sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction need for accurate urine output measurements use for selected surgical procedures to assist in healing of open sacral or perineal wounds patient requires prolonged immobilization to improve comfort for end of life care proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock foley stabilization device if provided - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking - keep the collection bag below the level of the bladder or hips at all times - empty the collection bag regularly using a separate, clean collection container for each patient generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheters were defective and holes in the balloon (batch# nghv1207, batch#nghx1678, batch# nghw2934). Representative advised patient that liberator can record complaint but unable to make exchange for product provided by another supplier. Per additional information received via phone on 20may2024, it was reported that he experienced a deflated balloon which caused his foley catheter to come out on 3 different occasions. They noticed a pin sized hole in the balloon (nghv1207, nghx1678, and nghw2934) had been reported and two of the catheters were discarded, but the customer had one available for a sample return. No patient harm was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters were defective and holes in the balloon (batch# unk), (batch#nghx1678), (batch# nghw2934). Representative advised patient that liberator can record complaint but unable to make exchange for product provided by another supplier.